Manufacturer narrative:
(B)(4). Our field service engineer (fse) investigated the ventilator on-site. Fse found that a blue tube used for lung testing was connected to the ventilator. According to the fse the blue tube is a patient circuit. When the ventilator was turned on air leaking was heard and the ventilator alarmed for expiratory minute volume low. The fse found that the tube was not attached properly to the ventilator, when it was fitted correctly the air leak and the alarm stopped. If the tube is not connected properly there will be air leaking out and the delivered volume to the patient will be lower than anticipated. The ventilator was successfully tested and was returned to service. The conclusion is that the leakage was caused by a patient circuit tube that was not attached correctly to the ventilator which is considered a user error and not related to a ventilator malfunction.

Event description:
It was reported that the ventilator was not reading minute volume and was auto cycling while it was connected to a patient. There was no patient harm. (B)(4).